Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several sensor error alerts, bad sensor alerts, and cal error alerts. The customer's blood glucose level varied from 24, 180, 281, 376, to 856 mg/dl. The customer treated with the insulin pump and food. The customer also stated that the device was not alerting of the low blood glucose levels. The customer's sensors were replaced and returned.